Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using a pod coil, pod packing coils (podjs), a non-penumbra microcatheter, and a non-penumbra diagnostic catheter. During the procedure, the physician implanted a pod coil in the target vessel using the microcatheter. Next, while using a podj, the podj unintentionally detached and subsequently, migrated. A snare device was then used to remove the detached coil. Afterwards, a final angiography run was performed and it was noticed that the ruptured pseudo aneurysm was occluded and no more bleeding was observed. The procedure ended at this point. There was no report of an adverse effect to the patient.